Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported during use that the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. The customer an ICU nurse stated the gas loss alarm had alarmed one time. She verified that there was no blood, discoloration, or flakes in the helium tubing and that all connections were secured. She had troubleshot the gas loss alarm by pressing the iab fill key, which resolved the alarm. She reported the patient was repositioning in bed and was coughing frequently. A getinge emergency support technician reviewed the nature of the alarm with the nurse and explained that it was most likely triggered by the above clinical factors. The getinge support technician provided their direct phone number and asked her to contact should the alarm go off 2-3 times in one hour despite troubleshooting with the iab fill key. The getinge technician collected product surveillance information. The nurse reported no patient harm or injury.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had gas loss alarm. No patient harm or injury reported.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.